Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: "DHR/bhr review": "our production and inspection records and have established that all production and quality processes were carried out normally. Needle were packed in machine (B)(4) during which 60 visual inspections of (B)(4) units were carried out with zero defects noted. Research has found neither qn no ncmr's related to defect reported in assembled needles batch # 6292076 manufactured in machine (B)(4) during which 608 visual inspection of (B)(4) units were carried out with zero defects noted. Unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode. Customer complaint is related to broken needle during use; no sample neither picture. Root cause: "the device history records of reported lot 161022 have been reviewed and no discrepancies or abnormalities were found during manufacture of the assembled needle lot (#6292076) during which 608 visual inspections of (B)(4) units each one were carried out with zero defects noted of a total of (B)(4) manufactured units. We have reviewed the complaint history records confirming that no other complaints have been received for the same non-conformance for the reported batch. Unfortunately, we have not been provided with affected sample or picture to confirm the reported failure mode, so it is not possible to perform an accurate investigation of the reported issue based on available information. In conclusion, taking into account the above information and based on our quality inspections which reveal absence of this nonconformance during in-process inspection and complaints, we can assure that the probability of finding this issue in our manufacturing process is really low and cannula broke, most likely, because of incorrect handling of the product since it was performed by end used."

Event description:
It was reported during use of the bd microlance¿ 3 needle, the needle broke during injection and had to be removed by an urologist.